Event description:
A vascular stent was placed successfully in a totally occluded and highly calcified sfa. During the placement procedure of an additional stent, the trigger mechanism of the deployment system became unresponsive after the vascular stent was partially deployed. The deployment could not be completed. A snare device was used to capture and remove the partially deployed stent and delivery system as one unit. No other stent was placed. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No other complaint has been received with regard to this lot number. On the basis of the sample evaluation, it can be confirmed that the deployment mechanism had been actively used until the breakage of a force transmitting joint occurred. Further use of the deployment mechanism resulted in the blockage of the release mechanism. There is no indication for a process or manufacturing related issue. Potential factors that could have led or contributed to increased friction and the broken joint have been evaluated. The event reported may be related to a difficult anatomy, as highly tortuous and calcified vessels can lead to increased friction and a subsequent release force increase. In this case, the vessel was reported to be highly calcified. On the basis of the information available, a definite root cause for the event reported could not be identified. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit."